Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that an unexpected reset caused an error alarm on the insulin pump. She stated that she had taken a two month break from the insulin pump and that the settings were gone. The blood glucose reading was 317 mg/dl. Nothing further was reported.